Event description:
My right arm from shoulder to wrist I believe was damaged due to dialysis insert in my right shoulder between neck and shoulder to be precise. Right arm is completely useless and does not work properly and have numbness n stinging on arm and hands. Hands do not close fully and very painful and also swelling.